Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82059.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 79 mg/dl. Customer stated that her sensor was giving wrong reading and she tread with 14.0 units and her blood glucose was low. Nothing further was reported.